Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm model#: sc-4316 lot #: 15418723 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had loss of stimulation due to high impedances on all contacts. The physician found a possible break in the lead immediately distal to clik anchor. A lead fracture around the clik anchor was suspected. The patient underwent a revision procedure wherein leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 (sn (B)(4)) device evaluation indicated that visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. Additionally, visual inspection of the lead found that the lead proximal end was fractured between the retention sleeve and contact #8. There were no exposed cables at the fracture locations.

Event description:
A report was received that the patient had loss of stimulation due to high impedances on all contacts. The physician found a possible break in the lead immediately distal to clik anchor. A lead fracture around the clik anchor was suspected. The patient underwent a revision procedure wherein leads were replaced. The patient was doing well postoperatively.